Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip was detached exposing the tip of the metal corewire. The procedure was completed with a different device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire found that the distal tip was detached exposing the tip of the metal corewire approximately 2.2cm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is undeterminable. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip was detached exposing the tip of the metal corewire. The procedure was completed with a different device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip was detached exposing the tip of the metal corewire. The procedure was completed with a different device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on december 15, 2014: the hydrophilic tip detached inside the patient; however, it could not be removed.